Manufacturer narrative:
The sample appeared to contain an enzyme reacting antibody showing inconsistent reactions which is addressed in the limitations section of the package insert. No additional sample was available for investigation.

Event description:
A customer reported obtaining unexpected negative reactivity with the capture-r ready-screen (3) assay on the galileo echo instrument.